Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualifications records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported at 8:48 am she activated a new pod and her blood glucose, carbohydrate intake and insulin history. She called her doctor who advised her to deactivate the pod. The pod was then removed and noticed the cannula looks like it was pointing straight up with a slight bent. She was able to activate a new pod and at 6:43 am her bg was reading 132 mg/dl. She was doing better at the time of the call.